Manufacturer narrative:
The hospital performed a checkout of the unit and found it to function within specifications. Gehc recommended to the hospital to perform a planned maintenance on the unit. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a light anesthesia case. There was no reported patient injury.